Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument stopped opening and closing while being used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument¿s scissor jaws stopped closing during use and remained in the open position, with no visible cable or tip damage reported. The issue was resolved by replacing the instrument, and no tissue injury occurred.